Manufacturer narrative:
This report is submitted on december 29, 2023.

Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported) due to skin irritation around the magnet site.